Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting poor communication on the patient programmer (pp). It was confirmed antenna was secured, placed directly over implantable neurostimulator (ins) and synced but did not resolve the issue. It was reported that this event occurred this past weekend. The patient was transferred to repair. The patient programmer would not do telemetry with or without antenna. No patient harm reported. Patient later stated a day later that they received a pp from manufacturer and tried connecting with and without antenna and still getting poor communication message. Patient stated they will return one of the pp once she figures out which one will connect to implant. The patient indicated for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor.